Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during an egd (esophagogastroduodenoscopy) procedure. According to the complainant, an attempt was made to retrieve a biopsy, however the physician felt that when he tried to pull the forceps, the forceps would not cut through or release from the mucousa. Subsequently becoming stuck on the tissue. The physician was able to open the forceps and remove them from the scope with no issue. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient ID, age, gender and weight are unknown. Event date is unknown. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed (B)(4).